Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b5, d10 of the initial medwatch. Additional information was requested however, no further information was able to be provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the connecting tube was buckling and was wrinkled. Due to wear of angle wire, bending angle in the up direction did not meet the standard value. Due to a dent on the channel-tube, channel cleaning brush could not be inserted smoothly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the coating was peeling from the insertion tube on the evis lucera bronchovideoscope. It was reported that the insertion tube was defective. Inspection and testing of the returned device found the connecting tube had coating peeling; (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Additional information was received from the customer and added to sections b3, b5 and d10 of this report.

Event description:
Additional information received by the customer reports that it was unknown if the procedure was therapeutic or diagnostic. Information was also unknown if the patient was under any type of anesthesia. Finally, there was unknown information if the procedure was completed.